Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, "patient was infusing blinatumomab through ivad at home (on day 3 of continuous infusion through ivad) when mother noticed leaking/blood backing up in line. Mother completed appropriate emergency care on line at home and called clinic. Patient arrived to clinic and ivad was noted to be broken at place where tubing meets blue hub. Broken ivad device de-accessed. Patient required blood cultures to be drawn from both cvad sites insitu (ivad and PICC line). Infusion of continuous blinatumomab restarted through PICC line. A new ivad was accessed to resume treatment. It was a complete break." No other information was provided.

Event description:
It was reported, "patient was infusing blinatumomab through ivad at home (on day 3 of continuous infusion through ivad) when mother noticed leaking/blood backing up in line. Mother completed appropriate emergency care online at home and called clinic. Patient arrived at clinic and ivad was noted to be broken at place where tubing meets blue hub. Broken ivad device de-accessed. Patient required blood cultures to be drawn from both cvad sites insitu (ivad and PICC line). Infusion of continuous blinatumomab restarted through PICC line. A new ivad was accessed to resume treatment. It was a complete break." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 22 ga x 0.75 in. Safestep infusion set. The returned product sample was evaluated and the following observations were made: a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.